Event description:
This info is based on the physician's letter received in 2004. The pt was undergoing ablation at the time their vital signs changed. The pt coded and responded to CPR and was taken immediately to the intensive care unit. During the ablation procedure, there were five different error messages for the grounding pads. The pt did not recover from what the physician felt to be a pulmonary embolus and the pt passed away later that day.